Event description:
The customer's mother reported that her daughter activated the device at 11:31 pm on (B)(6) 2012. At 7:21 am on (B)(6) 2012, her blood glucose measured 197 mg/dl and her breakfast was estimated to contain about 37 grams of carbohydrate, so she took an 8.3 unit bolus dose of insulin. By 10:49 am, her bg had reached 409 mg/dl and she corrected with a 4 unit bolus. At 5:58 pm, she was eating about 20 grams of carbohydrate and her bg was 257 mg/dl; she took 6.65 units by bolus. At 7:47 pm, her bg results were 332 and 312 mg/dl; she corrected with a 3 unit bolus. The device was deactivated at 9:00 pm, and the mother stated the cannula looked "bent a little bit."

Manufacturer narrative:
The product was not returned for evaluation. The user reported cannula looks a little bent. We are unable to confirm the reported condition or determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records were reviewed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises " if blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance. Drink eight ounces of water every 30 minutes until blood glucose is within bg goal."